Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) tested the foot switch with both the motor that was returned and service test fixture. The cords were manipulated and no intermitant issue was found. Foot switch passed all release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded there was no noise or vibration reported by the customer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the sternal saw foot pedal was intermittently operating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.